Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of an unknown level. Customer indicated that they currently have high blood glucose of 407 mg/dl. Troubleshooting found that the pump alarmed motor error. Customer declined high and low blood glucose troubleshooting and indicated that they would call back at a later time. No further details provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy and motor tests.